Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side moderate breast pain.

Event description:
Patient reported right side moderate breast pain. Additionally, patient reported right side rupture. The device has been explanted.